Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, removed the black sleeve, and cleaned sleeve, post and tip clamp. All tip and plunger clamps were cleaned and inspected. The instrument was tested without further problem, and returned to expected operation.